Event description:
Reportable based on analysis completed on (B)(6) 2009. It is reported that during a percutaneous coronary intervention handshake difficulties were encountered. The severely calcified lesion was located in the right coronary artery. During the first ablation pass the 1.25mm rotalink burr was moved forward into the lesion, and they were not able to get the burr to pull back. It also appeared that the handshake connection had disconnected and the connection port to the burr was retracted into the hub of the catheter. The physician removed the burr manually while maintaining wire position. New burr unit was exchanged onto the wire and procedure was completed with a new 1.25 burr and advancer. However, returned product analysis revealed a leak in the catheter sheath. No pt complications occurred. The pt's status was satisfactory.

Manufacturer narrative:
The catheter connector was not visible upon initial analysis as it was inside the catheter body. The drive shaft was uncoiled and the burr was pushed towards the sheath until the connector became visible as it exited the proximal end of the catheter body. The catheter was attached to the returned related complaint advancer and a tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit handshake connections. It was attempted to wet test the catheter using a test advancer, however, a leak in the catheter sheath was noted 43mm from distal tip of burr. Product analysis did not confirm the primary as reported code of handshake connection detached/separated. The advancer unit showed no evidence of the alleged issue. It is most likely that incorrect connection of the advancer to the burr during the preparation of the device resulted in handshake connection becoming detached/separated' during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).